Event description:
Customer reported a patient sample with known history of anti-c was tested on the echo 3 times, first with capture-r ready ID (crrid) lot ID 119, second with capture-r ready screen 3 (crrs 3) and a third time with crrid lot id120. The results were negative with all three assays.

Manufacturer narrative:
Review of instrument results: crrid strip lot id119, capture-r ready indicator red cells (crirc) lot 221422. 0 strip 1 well 1=1 (homozygous for c ) ( review of the image appears negative); 0 strip 1 well 2=1 (homozygous for c ) ( review of the image appears negative); 0 strip 1 well 5=1 (heterozygous for c) ( review of the image appears negative); 0 strip 2 well 14=1 (homozygous for c ) ( review of the image appears negative); all other wells were antigen negative and reacted negative as expected . Crrs3 strip lot r058, capture-r ready indicator cells; 0 strip 2 well 1=2 (homozygous for c ) ( review of the image appears negative); all other wells were antigen negative and reacted negative as expected . Crrid strip lot id120, capture-r ready indicator cells lot 221422; 0 strip 1 well 1=1 homozygous for c ) ( review of the image appears negative); 0 strip 1 well 2=1 homozygous for c ) ( review of the image appears negative); 0 strip 1 well 5=2(heterozygous for c) ( review of the image appears negative); 0 strip 2 well 14=2 homozygous for c ) ( review of the image appears negative); all other wells were antigen negative and reacted negative as expected . Confirmed the reactivity of the c antigen on retention crrid lot id120, using crirc lot 221422. Crrid assay performed with customer's patient sample (reported to contain anti-c) using retention crrid, lot id120, and crirc, lot 221429, on in-house echo. Sample exhibited 2+ to 3+ positive reactivity with all c+ cells and was nonreactive with all c- cells. All retention products performed as expected.